Manufacturer narrative:
.

Event description:
The hcp reported that subsequent to extension product replacement in 2007, and lead product replacement two months later, impedances readings obtained (no date provided), were greater than 3600 ohms. Therapy benefit for the patient remained unclear. Refer to MFR report #6000153200800164 and #6000153200800165.